Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, metal shavings emanating from the panalok drill guide wire observed falling into the patient's joint space. All of the debris was suctioned out of the body, the surgeon also used a magnet to insure that he had retrieved all as a back up procedure. The repair was completed successfully without further incident or harm to the patient.

Manufacturer narrative:
Received a panalok drill bit & a panalok saw tooth drill guide. The drill bit was somewhat stuck within the drill guide; however, with little effort, the drill bit was able to be removed from the guide. The drill bit appears straight and true, but has some severe rifling marks along the diameter of its' shaft. The drill guide is bent and distorted in two axes. There are also some bent teeth at the distal tip, and some material displacement inward along the relief slot of the guide. The damage to the guide surely impeded and conflicted with the drill's progress and function. Considering that the barrel or shaft of the guide was distorted and damaged, this causing the drill bit to come into conflict with the lumen walls and causing metal shavings to emanate from the guide's lumen. The damaged drill guide can only be attributed to the application of excessive misguided mechanical forces, this is a user handling / technique issue. No further action is warranted.